Event description:
Per the clinic, the patient underwent revision surgery on (B)(6), 2011, to treat an infection around the implant site. However, the issue could not be resolved. The implanted device remains.it is unknown if there are plans to explant the device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6), 2012. It is unknown if there are plans to reimplant the patient as of the date of this report.correction: the correct catalog number is 90432; not 90410 as previously reported.this report is filed (B)(6), 2012.